Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l4-l5 left disc hernia; and underwent minimally invasive surgery herniectomy. Intra-op, the flex arm could not hold the retractor because its second joint was damaged. There was a delay of about 30 minutes in the procedure time due to this event. No patient complications were reported.